Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were noted with fluctuating and dropped impedances. Both were suspected of fracture. The atrial lead also measured high threshold. Both leads remain in use. No patient complications have been reported as a result of this event.